Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2004 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Concomitantly, the patient underwent a hysterectomy during the initial procedure. Following the procedure, the patient experienced pain, extrusion, recurrence, bleeding, dyspareunia, and urinary problems. The patient underwent removal procedures on (B)(6) 2005, (B)(6) 2005, (B)(6) 2005 and (B)(6) 2005 by the implanting surgeon. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.